Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in process. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a constant "air alarm." It is unknown when this event occurred. There was no report of patient injury or medical intervention necessary. The facility also returned the pump for device recertification. During the product evaluation, it was discovered that the air in line alarm occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: a service history review revealed that this device was not previously serviced prior to this event. A device history review has been performed and there were no exceptions during the manufacturing of this product. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).